Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, when the protective sheath was removed, the stent came off the balloon. The device was not used on the patient. No additional event or patient information is available.